Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented with over-sensing of noise noted on the patient's implantable cardioverter defibrillator, which resulted in a high voltage therapy charge that was appropriately aborted. No intervention was reported and the patient will continue to be monitored. No adverse patient consequences were reported.